Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer was able to rewind, but would continue to receive a motor error alarm. Customer's blood glucose was unknown. Customer also reported that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.